Manufacturer narrative:
Method: device not returned; followed up with company representative.

Event description:
It was reported as a product general feedback from the field that the "cement is still taking too long to set. A warm water bath is sometimes used to speed up the process." There were no patient issues reported resulting from these events. No additional information was reported.